Manufacturer narrative:
Brake cam.

Event description:
It was reported by service report that the brakes would not stay engaged. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.